Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician advanced and detached a smart coil in the target vessel using penumbra smart coil handle (handle), a non-penumbra microcatheter and a benchmark 6f 071 delivery catheter (benchmark). While retracting the smart coil pusher assembly, no resistance was experienced; however, the physician noticed that the distal end of the pusher assembly was fractured and the inner filament wire was showing. Therefore, the microcatheter and the fractured pusher assembly were removed together. The physician then reinserted the microcatheter in the patient's body and the procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.